Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was over 27.7 mmol/l. Customer administered insulin injections to address bg. Technical support assisted the customer with resetting the pump, and following the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report any further occurrences.